Event description:
It was reported that upon opening the package the cap was allegedly missing. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar 14.5f kit was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for missing component. Although both injection caps were not present in the returned sample, the sample was returned with an opened original inner tray in an opened original outer package. The definitive root cause could not be determined based upon available information. As the sample was returned with the package opened, it is unknown whether processing/packaging or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2020).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 03/2020).

Event description:
It was reported that upon opening the package the cap was allegedly missing. There was no patient contact.